Event description:
It was reported that this right atrial (ra) and right ventricular (rv) lead exhibited low pacing impedance measurements. It was suspected there was an insulation breech. Additionally, there were observation of noise onthe ra lead. Subsequently, both leads were surgically abandoned. A new right ventricular (rv) lead was implanted successfully to the existing device. No additional adverse patient effects were reported.